Event description:
The reported event involes our multiview workstation/telementry option, where it was reported that a patient expired while being activly monitored by our patient monitoring system. The customer indicated that the patient had a v-fib around 20:25 in 2006 and that our patient monitoring system did not alarm. The customer also had indicated that they found that the patient had fallen out of bed and that several of the patient electodes had been found detached.